Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate atp therapy and multiple inappropriate shocks for atrial fibrillation with rapid ventricular response due to undersensing. Programming changes were recommended.